Event description:
It was reported that a foreign substance was found in the sterile device during unpacking. The unspecified target lesion was located in a left anterior descending coronary artery (lad). During a percutaneous coronary intervention, an atlantis sr pro² imaging catheter was used to visualize the lesion. During unpacking of the device, there was a white liquid on the tip of syringe that comes together with the imaging catheter. It was also noted that a hair was found inside the syringe. The package of the device had no tears or holes noted. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Device evaluated by MFR. Upon device analysis the telescope assembly was able to properly pull back, advance, and retract, during image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. The 10 ml syringe was found with a black fiber on the plunger. There are traces of a white residual in the tip and inside the syringe. Some of the white residual holds the hair in place. The rest of the disposable accessories are clean the product¿s box and tray are clean and in good physical condition. No other issues or defects were observed during product analysis of the returned device. The reported contaminant on the complaint product was confirmed. The disposable accessory 10 ml syringe was returned with a black fiber in it. It also had signs of a white liquid residual. The white residue was present in the syringe tip, on the rubber plunger and inside the syringe chamber. Some of the residue held the hair in place. The contaminants in the syringe were sent out for ftir spectroscopy test and sem for identification. Review of the results indicate that the black fiber was highly attributed to hair. The result of the ftir and sem were inconclusive in identifying the white residue; however, the identified components of the white residue did not match materials used in manufacturing. Review of the manufacturing process indicate that the 10 ml syringes are packed in the tray. The trays are sealed and then sealed in its box for sterilization. After it is sterilized products are sent to a distribution center for sale to a user. The syringe shows signs of being used due to the white contaminant found inside the chamber; however, it cannot be fully determined when the contaminants were introduced to the syringe. The rest of the disposable accessories, catheter and tray are clean with no signs of being used. The catheter is fully operational, as it passed functional testing, producing a good usage image. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a foreign substance was found in the sterile device during unpacking. The unspecified target lesion was located in a left anterior descending coronary artery (lad). During a percutaneous coronary intervention, an atlantis sr pro 2 imaging catheter was used to visualize the lesion. During unpacking of the device, there was a white liquid on the tip of syringe that comes together with the imaging catheter. It was also noted that a hair was found inside the syringe. The package of the device had no tears or holes noted. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).